Manufacturer narrative:
H11: through follow-up communications, livanova learned that the involved oxygenator device was not replaced and that tape was applied at the sealing leaking point to avoid further problem. Based on such additional information, the event was re-assessed as not reportable, since no device malfunction likely to result in patient injury or death, even if it recurs, occurred.

Event description:
See initial report.

Manufacturer narrative:
D.4. The expiration date refers to the sterile finished product. The complained inspire 6f oxygenator (catalogue number 050715cn) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050715cn is similar to the inspire 6f oxygenator 050715, which is distributed in the USA, for which the device identifier is (B)(4). G.5. The product item 050715cn is not distributed in the USA, but it is similar to the inspire 6f cod.050715, which is distributed in the USA (510(k) number: k201916). H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report of an inspire 6f oxygenator which was not properly sealed, causing air leakage during procedure. There was no patient injury.